Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device had triggered an alert for high out-of-range shock impedance measurement, measuring greater than 190 ohms. Additionally, latitude data was transmitted, and an elective replacement indicator (eri) alert and high out-of-range shock impedance measurement was observed from 2021. These new findings were due to patient non-compliance with latitude transmissions and not attending clinic visits since 2020. Today, the patient attended a clinic visit and the device was interrogated. No noise or abnormal impedances were observed with maneuvers. The threshold and sensing measurements were within normal limits. There was a sam episode triggered at the time of interrogation however there were no settings changes made. There were no adverse patient effects reported. The device and right ventricular (rv) lead remains in-service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device had triggered an alert for high out-of-range shock impedance measurement, measuring greater than 190 ohms. Additionally, latitude data was transmitted, and an elective replacement indicator (eri) alert and high out-of-range shock impedance measurement was observed from 2021. These new findings were due to patient non-compliance with latitude transmissions and not attending clinic visits since 2020. Today, the patient attended a clinic visit and the device was interrogated. No noise or abnormal impedances were observed with maneuvers. The threshold and sensing measurements were within normal limits. There was a sam episode triggered at the time of interrogation however there were no settings changes made. There were no adverse patient effects reported. The device and right ventricular (rv) lead remains in-service. Additional information: the patient was seen in-clinic for further investigation of out-of-range shock impedance. The measurement during the follow-up was 180-185 ohms during lead tests. All other measurements were within normal limits. 1.1j and 4j sync shocks were delivered to assess system integrity. 1.1j returned >125 ohms shock impedance, 41j returned with a code 1005 error message indicative of an open circuit condition and >125 ohms shock impedance. The device remains implanted with no further changes to parameters. The patient will be screened for s-ICD.

Manufacturer narrative:
This out-of-service lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device had triggered an alert for high out-of-range shock impedance measurement, measuring greater than 190 ohms. Additionally, latitude data was transmitted, and an elective replacement indicator (eri) alert and high out-of-range shock impedance measurement was observed from 2021. These new findings were due to patient non-compliance with latitude transmissions and not attending clinic visits since 2020. Today, the patient attended a clinic visit and the device was interrogated. No noise or abnormal impedances were observed with maneuvers. The threshold and sensing measurements were within normal limits. There was a sam episode triggered at the time of interrogation however there were no settings changes made. There were no adverse patient effects reported. The device and right ventricular (rv) lead remains in-service. Additional information: the patient was seen in-clinic for further investigation of out-of-range shock impedance. The measurement during the follow-up was 180-185 ohms during lead tests. All other measurements were within normal limits. 1.1j and 4j sync shocks were delivered to assess system integrity. 1.1j returned >125 ohms shock impedance, 41j returned with a code 1005 error message indicative of an open circuit condition and >125 ohms shock impedance. The device remains implanted with no further changes to parameters. The patient will be screened for s-ICD. Additional information: the patient underwent an elective box change. The old lead was surgically capped/abandoned (remains implanted but out of service) and replaced with a new lead. Besides intervention, no other adverse patient effects were reported.